Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor was chosen for implantation, utilizing a large flexnav. The patient presented in sinus rhythm with a membranous septum length of 3.4mm and calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 6mm on non-coronary cusp (ncc) and 6mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. On (B)(6) 2025, the patient experienced a complete atrioventricular block (cavb). To treat the heart block, a temporary pacemaker was placed. On (B)(6) 2025, a permanent pacemaker was implanted. Hospitalization period was extended for follow-up monitoring of the patient¿s heart rate. It was reported that the patient¿s current status was stable and discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined, and abbott cannot speculate further on why it occurred. The surgical and unexpected medical interventions were result of case-specific circumstances. A temporary pacemaker was placed during the procedure, followed by the implantation of a permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.